Event description:
During a robotic hip replacement procedure the surgeon was placing impaction checkpoint screws when one of the check point screws sheared off leaving a section buried in the patient's pelvic bone. The surgeon evaluated and noted the separated piece was buried and not visible in the bone. The decision was made not to destroy the additional bone needed to retrieve the retained piece and that it would be clinically insignificant to remove the piece. Patient tolerated procedure well and no adverse issues resulted.